Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported they had a "needle come off while injecting a patient" for a syringe of juvéderm® xc. Patient was not injured. It was noted "this is the second time this has happened with this product."